Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis screen was displaying the care fusion network administrator login and was not allowing access to remove medications. The field service engineer (fse) checked the station and reset the automatic login configuration. The fse identified that the (B)(6) client was not available and therefore could not be installed at that time. The fse tested the automatic login after rebooting the station and confirmed that it functioned as intended. The fse documented the status and proceeded to close the ticket until the (B)(6) client became available. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed the cfnadmin login screen, preventing user login and access to medications. There were no delay and adverse events or injuries reported based on this event.